Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event on (B)(6) 2014 while in the parking lot at his cardiologist's office. Atrial fibrillation contributed to the false detection. The response buttons were not pressed during the event. The patient was evaluated by the physician. The physician ended use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The patient was evaluated by the physician who ended use of the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 12/2006. Electrode belt (B)(4): 07/2007. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.